Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space; 2.2 article number: 8713050, 2.3 serial number/batch: (B)(6), 2.4 software version: h030002, 2.5 hours of operation: 1461, 2.6 further information: n/a. 3.1 history inspection: the device history files were read and analyzed. The device history files from 2024-02-12 were investigated. A space line was inserted and the infusion started with a rate of 21,67ml/h and a volume of 520ml about 24hours at 13:32 pm. On the next morning at 07:04 am a air bubble alarm occurred. The reason for the air bubble alarm could not be clarified. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. No visible damage was found. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,59%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled and the inside was investigated. No visible damage was found inside the device. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the customer: there was an adverse event without complication for the patient . According to the service, the pump finished the medecine bottle in 6 hours insteaed of 12 hours with a continuous air bubble alarm.